Event description:
During use of the device for a cardiopulmonary bypass procedure, the perfusionist reported that a sucker pump was being used with both a sucker and aortic vent line unexpectedly stopped and powered down. The perfusionist attempted to switch the unit back on and change flow and the pump powered off again. A "?" Mark appeared over the sucker pump icon on the central control monitor (ccm). Power was eventually restored to the pump, the pump was restarted, and flow was obtained. However, the pump powered down once again. There were no failure messages observed in the module information tab of the ccm. A terumo clinical services rep was present during case and assisted the perfusionist with adding a back-up pump in order to finish the case. The sucker pump was not available for five minutes. There was no delay in the surgical procedure and the case was completed successfully. No blood loss was experienced. There was no observed harm to the patient.

Manufacturer narrative:
Evaluation is progress, but not yet concluded.